Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports the compact plus system is displaying results in mmol/l. No adverse event reported. Requested return of suspect device and replacement was sent.